Manufacturer narrative:
Info is unavailable; device was not returned for eval. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed, and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.